Event description:
New information received notes that the implantable cardioverter defibrillator re-exhibiting post-paced t-wave over-sensing. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
Describe event or problem in 2017865-2023-24133 submitted on 11 oct 2023.

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. No interventions were performed. Patient condition was stable. New information received notes that the patient initially presented in clinic for follow-up and programming changes were made.

Event description:
It was reported that the patient presented . Upon, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No interventions were performed. Patient condition was stable.

Event description:
New information received notes that the implantable cardioverter defibrillator re-exhibiting post-paced t-wave over-sensing. Further information was requested but not received.